Event description:
Related manufacturer reference number: 2017865-2021-25827 related manufacturer reference number: 2017865-2021-25828 it was reported that the patient's left ventricular lead had dislodged. During the procedure, fluoroscopy confirmed dislodgement and revealed a lack of slack on the right atrial, right ventricular, and left ventricular leads. A stylet was placed in the right atrial and right ventricular leads. The left ventricular lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: b5 updated to include all three leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had dislodged. Fluoroscopy confirmed dislodgement and revealed a lack of slack. The lead was removed and replaced. The patient was stable.